Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak occurring at the wash buffer reservoir of their unicel dxc 600i synchron access clinical system. There was no exposure and no injuries had occurred in connection to the leak. No patient results were generated in connection to this event, and there is no report of injury to the user.

Manufacturer narrative:
Hotline was able to trouble shoot the issue with the customer's on site biomedical engineer and it was determined the leak was occurring at a connection on the wash buffer reservoir. Hotline sent the customer's biomedical engineer a new wash buffer reservoir to install the next day and it was reported the issue was resolved. Bec service was not dispatched as hotline was able to trouble shoot and resolve the issue with the help of the customer's on site biomedical engineer. Hardware is the root cause of this event. Bec internal number: (B)(4).